Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implant period of approximately 105 months, breakage of the high voltage circuit with high out of range shock impedance during the ICD replacement was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The visual inspection showed that the conductor cable to the shock electrode was coiled inside the lumen of the df-1 connector, indicating tensile stress. Subsequent analysis demonstrated a fracture of this conductor cable 1.5 cm distal to the df-1 connector pin. This damage can be regarded as the root cause of the high out of range shock impedance reported in the complaint text. Based on the characteristics of the findings, it is reasonable to assume that the damage occurred due to the application of tensile forces on the df-1 connector during the ICD exchange. Further analysis of the returned lead fragment did not reveal any irregularities that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.